Event description:
It was reported that a syncopal event occurred while this patient was participating in a school event. The physician had changed this subcutaneous implantable cardioverter defibrillator (s-ICD) programming to ensure the patients exercise induced long qt was treated optimally, however there was a concern regarding the sensing. No adverse patient effects were reported. An inquiry was sent to technical services (ts).

Event description:
It was reported that a syncopal event occurred while this patient was participating in a school event. The physician had changed this subcutaneous implantable cardioverter defibrillator (s-ICD) programming to ensure the patients exercise induced long qt was treated optimally, however there was a concern regarding undersensing. No adverse patient effects were reported. An inquiry was sent to technical services (ts). Ts reviewed the data and provided analysis. In addition, ts noted as the patient reported to have a syncopal event the health care professional (hcp) can reset smart charge extension to anticipate shock if an arrhythmia comes again.

Event description:
It was reported that a syncopal event occurred while this patient was participating in a school event. The physician had changed this subcutaneous implantable cardioverter defibrillator (s-ICD) programming to ensure the patients exercise induced long qt was treated optimally, however there was a concern regarding undersensing. No adverse patient effects were reported. An inquiry was sent to technical services (ts). Ts reviewed the data and provided analysis. In addition, ts noted as the patient reported to have a syncopal event the health care professional (hcp) can reset smart charge extension to anticipate shock if an arrhythmia comes again.